Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 18 mmol/l (324 mg/dl) while wearing the pod for longer than 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, a new pod was applied and a bolus was delivered.

Manufacturer narrative:
The device was received and evaluated. The soft cannula was not observed to be bent/kinked. The exposed portion of the soft cannula was found to have a tear. Fluid was seen leaking from this tear. Although the cannula was damaged, the timing and cause of the damage is unknown. The downloaded data returned an 0x33 alarm, indicating a ¿command not received when prev. Cmd had mctf bit set¿ alarm. During investigation, the pod was successfully paired to a pdm, and completed priming and a 5u bolus. The rerun data did not show any time outs or drive stalls and did not generate an alarm.